Manufacturer narrative:
The t:slim g5 user guide states: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not updated the pump time/date due to daylight savings time. Tandem technical support assisted the customer in updating time/date. Customer's blood glucose was 324 mg/dl.